Event description:
It was reported that this device reached a status of premature battery depletion, indicative of battery voltage too low for the projected remaining capacity, prior to implant. The device was not implanted. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed a low/cold temperature, which is expected to result in longer-than-normal charge times. These long charge times led to the subsequent device declaration of elective replacement indicator battery status as observed clinically. The device passed all diagnostic testing and meets normal specifications.

Event description:
It was reported that this boxed device was noted to have reached a status of elective replacement indictor (eri) battery status, prior to implant. The device was not used and was returned to boston scientific for analysis.